Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2210402 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was deployed during a limb salvage case and failed. After deployment and removal of the mynx device, a hematoma quickly developed. The tech held hard manual pressure to control the bleeding. The patient then had hypoxia and vomiting and was sent to the emergency room. A cat scan showed that it was not the access site that caused the complications. The manual pressure caused the superficial femoral artery to thrombose. The thrombosis shut down circulation to the leg and was believed to have caused the hypoxia and vomiting. The device was used with an unknown 6f sheath. The device is returning for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6. As reported, a 6/7f mynx control vascular closure device (vcd) was deployed during a limb salvage case and failed. After deployment and removal of the mynx device, a hematoma quickly developed. The tech held hard manual pressure to control the bleeding. The patient then had hypoxia and vomiting and was sent to the emergency room. A cat scan showed that it was not the access site that caused the complications. The cat scan showed that the vessel which caused the hematoma was a side branch, not the common femoral artery. It appears that the mynx took in the common femoral artery. The physician believes the procedural sheath went through the side branch upon the initial access. So when the mynx was deployed and the sheath was subsequently pulled back with the balloon, it allowed that side branch to bleed and cause the hematoma. The manual pressure caused the superficial femoral artery to thrombose. The thrombosis shut down circulation to the leg and was believed to have caused the hypoxia and vomiting. The thrombosis was treated via lysis. Re-intervention was completed 3 days after the intial procedure. The thrombosis occurred in the limb that was being salvaged, and the patient had a full recovery from this event, with no permanent damage from the thrombosis which occurred. The device was used with an unknown 6f sheath. The product was not returned for analysis, however three sterile devices were returned. The devices were returned in the original sealed package, but not in a controlled temperature condition. The samples were visual inspected, and no anomalies/damages were observed. Per functional analysis, a simulated deployment test was performed, and button 1 was depressed fully without any resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the tamp tube. The devices performed as intended per the mynx control IFU. A product history record (phr) review of lot f2210402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant inability to achieve hemostasis¿, ¿haematoma¿ and ¿occlusion¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported events. Failing to achieve hemostasis, and haematomas immediately after vascular closure after a catheterization procedure are a common procedural complications and are listed in the product¿s instructions for use (IFU) as such. These events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: g3, g6, h1, and h2. The device was not returned for analysis, however 3 sterile devices from the same lot were returned for evaluation. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The previous code of hypoxia-1918 is being removed to better reflect the reported event from additional information received. After further review of additional information received the following sections have been updated accordingly g3, g6, h1, h2, and h6 an updated product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.